Event description:
It was reported the patient had a burning sensation at the pocket site. A revision of the pocket to check connections was performed. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported no evident anomaly was found when the implantable neurostimulator (ins) and lead connection site was surgically checked. The patient continued to have complaint of burning at the level of the pocket. It was noted the patient was receiving therapy from the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 388928, serial# unknown,: product type: lead. (B)(4).